Event description:
It was reported that the pump did not detect the plunger. No patent injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the tube holder on the left side of the handle and the plunger head was cracked by all the screws. A review of the event history log (ehl) identified syringe not in place in the history. Functional testing was performed and the syringe not in place was duplicated during the syringe test and failed plunger sensor test. The plunger board did not operate properly as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced plunger board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.